Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of showing service required message. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burn, solution pollution ds2 inlet/outlet seal. The customer complaint was not reproduced. There was multiple error codes have been identified. The device was scrapped.